Event description:
Per the clinic, the device was explanted on august (B)(6) 2022, due to open circuits and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on november, 05, 2022.